Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The claimed erc was requested for investigation. The fault reported by the customer was reproduced. The unit was disassembled and an internal visual inspection revealed traces of dried fluids (saline solution and blood) into the clamp. The use condition (i.e. Extensive exposure to liquid, e.g. During cleaning) can contribute to the failure reported.

Event description:
Livanova (B)(4) received a report that s5 erc tubing clamp / 500mm was ginving an error message "arterial clamp defective" during priming. There was no patient involvement.